Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:device shut down without battery low alarms.

Manufacturer narrative:
Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The issue occurred during non-clinical procedure. No patient involved the event did not cause or contribute to a death or serious injury to a patient. The event log file confirmed that a "battery power loss" alarm was logged after the shut down of the device during a demo in the ICU. The error log showed that 24v was 0v. The device was used further after the event. The error could not be duplicated the unit was tested and ran using a test lung overnight. No problems occurred. No repair was performed and the device was released back as a demo device. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: summary:device shut down without battery low alarms.